Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch episodes. Troubleshooting options and lead evaluation were suggested; no changes or intervention were reported. No patient consequences were reported.

Manufacturer narrative:
UDI is not available as product information was not provided.